Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is not being returned to zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted. Device discarded by the customer.

Event description:
Toga gowns bled thru and were contaminated with bodily fluid. No adverse events were reported as a part of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for the aami level 3 toga x-large, part number 00990031210 and lot number d180503, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from cypress pointe that five aami level 3 togas x-large bled through and were contaminated with bodily fluid. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.